Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter had difficult needle retraction. No serious injury or medical intervention was reported.

Manufacturer narrative:
9 actual samples and 21 representative samples were returned for investigation of this complaint. As the actual samples had been used and some of the cannula had already been separated, no functional test was performed. The actual samples were subjected visual inspection and manual separation of cannula. No visual defect was observed. Higher separation force was felt to separate the cannula from the catheter hub. The representative samples were subjected visual inspection and separation force test. 3 out of 21 samples passed the acceptance criteria. The remaining 18 samples fail the maximum separation force specification. No visual defect was observed. The passed and failed samples were subjected to blue powder test. It was observed that the failed sample did not have cannula lube on the cannula. The high separation force was due to the absence of cannula lube on the cannula. The absence of cannula lubrication resulted in adhesion between cannula and catheter tubing surface over time. Hence, the high separation force was not detected during in-process and outgoing inspection. The probable cause for absence of cannula lube could be due to gradual choking of the silicone filter along the supply line. Refer to non-CAPA corrective action. Complaint trend would be monitored.

Event description:
It was reported that bd venflon pro safety shielded IV catheter had difficult needle retraction. No serious injury or medical intervention was reported.